Manufacturer narrative:
(B)(4): the meter was found to have pc board contamination and dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the healthcare employee/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch ultravue meter is giving inaccurate high results of 214 mg/dl compared to the lab result of "26 mg/dl.¿" the patient was taken to the hospital due to loss of consciousness. The patient was initially tested with the subject meter and obtained the alleged inaccurate high reading of "214 mg/dl." At the time of concern, the patient was tested on another lfs meter with a result of "24 mg/dl." The subject meter was used to test with the patient again, obtaining a blood glucose reading of "354 mg/dl." The patient reportedly recovered after he/she received treatment with glucose treatment. It was noted that the patient's hypoglycemia was due to skipping lunch after his/her insulin injection. During the troubleshooting session, the reporter indicated that the results were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The control solution results were within the acceptable control range. The subject test strips were in good condition and within the discard date. The testing technique was confirmed to be correct. The unit of measurement was correctly set to mg/dl. The test strip vial was not cracked or broken. This complaint is being reported due to the alleged inaccurate issue and because the patient may have had delay in treatment after the patient obtained the alleged inaccurate high readings. There is no evidence that the patient suffered a serious injury due to the reported issue since the patient was hypoglycemic prior to the onset of the reported issue.

Manufacturer narrative:
Follow-up: ((B)(6) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013, with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.